Manufacturer narrative:
The device was received for evaluation. During testing, the reported problem of "missing hinge screws on green door" was confirmed. During evaluation it was observed that the shoulder bold on the pump cover was missing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the missing shoulder bolt on pump cover could not be determined; however, it was most likely lost by the customer when removing for cleaning. The shoulder bolt requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hinge screws of an em 2400, main module were missing on the green door. This issue was observed in the pharmacy. There was no patient involvement. No additional information is available.